Manufacturer narrative:
No frozen screen noted. The insulin pump had intermittent up button response due to moisture damage keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was frozen. During troubleshooting, time on clock did advance. It was reported that buttons were not responding. Customer's blood glucose was 341 mg/dl. Caller was advised that insulin pump would need to be replaced.